Manufacturer narrative:
Pending evaluation.

Event description:
While reaming the glenoid with the 38mm pilot tip reamer the pilot tip broke off of the reamer. It was recovered from the glenoid and disposed of appropriately. The patient was not harmed. Also while reaming the glenoid a short time later the end of the tri drive shaft broke and came apart. The springs came loose and the end cap completely came apart from the driver shaft. All pieces were recovered from the patient and no harm was done.

Manufacturer narrative:
Section h10: (a2) age at the time of event: 74 years, date of birth: (B)(6) 1945 (a3) patient sex: male (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H11) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.